Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after review of a merlin transmission revealed an episode of ventricular fibrillation. Far p-wave oversensing was also observed on the transmission. A programming change to the max sensitivity setting was made. No more instances of oversensing were detected. The patient condition is fine. The patient will continue to be monitored remotely.